Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had concerns about their pacemaker and remarked they had sent in a transmission and wanted to know how it looked. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.